Event description:
Customer reported issues with a rubber door, housing damage, and an unresponsive power button. There was no adverse impact to the customer¿s blood glucose level. The customer declined follow-up from technical support, and no additional information regarding the outcome was provided.